Event description:
New information received notes that the patient was checked in clinic and programming changes were performed to address the post-sensed t-wave oversensing.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.